Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 (B)(4) device evaluation: review of the black box and download history revealed the last basal and the last bolus were delivered on (B)(6) 2013. Only typical usage alarms and warnings were recorded and none were related to the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications an delivering insulin accurately. Investigation was not able to duplicate the complaint.

Event description:
On (B)(6) 2013, the patient contacted animas alleging erratic blood glucose (bg) down to 40mg/dl with lightheadedness, weakness, and sweating, and up to 400mg/dl with agitation, thirst, and headache and stated she felt the pump was not delivering insulin correctly. The patient stated she has tried everything she can think of to control bgs, including limiting food intake to foods she knows she is appropriately correcting for, with no change to bg issues. The patient denied new foods, settings adjustments, illness, new medication, new activities, pain, or stress. The patient denied any site issues. The patient stated she had lost confidence in the pump and had come off the pump and was using insulin injections to control bgs. Customer technical support reviewed the pump with the patient and found all settings and histories were correct; there was no pump defect found upon troubleshooting. However, the pump was replaced due to the patient's insistence. This complaint is being reported due to the allegation that the pump was not delivering appropriately, leading to erratic bgs.